Event description:
Pt began having pauses of less than 2 seconds, alarms and print commands were set appropriately. First pause at 16:50 - alarm did not sound, rhythm strip did print with occurrence. Second pause at 17:27, alarm did not sound and rhythm strip did not print with occurrence. Rn, was working as huc. First pause was noted when abnormal event strips were collected off of printer approx 5 min. After first event occurred, it was noted that alarm did not sound for event, pt's rn, was notified. Second event was noted when huc was directly watching pt's rhythm; huc watched 2nd event and immediately notified pt's rn. Huc noted that alarm did not sound and rhythm event didn't print. Huc had to print event from full disclosure history.